Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that substantial drops in battery voltage were observed at three month intervals. A problem with how the battery voltage was trending was also asserted given that the implantable cardioverter defibrillator (ICD) had been optimized for longevity. The ICD remains in use. No patient complications have been reported as a result of this event.